Event description:
It was reported that the bur was stuck in the attachment, it was further reported that the procedure was completed successfully using another device. A 5 minute delay was reported to retrieve another device. There were no adverse consequences reported as a result of this event. Upon repair by the manufacturer it was noticed that the bur was broken inside of the attachment.

Manufacturer narrative:
This report had been originally prepared as an asr report. However, as advised by the MDR policy branch ((B)(4) 2014) unknown device ID's can no longer be listed in asr report submissions and it has been advised to submit this report as a 3500a MDR report. This report is therefore being submitted more than 30 days from the awareness date.